Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (cx) artery. The 2.5x15 trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated 3 times to 12 atmospheres. However, a rupture occurred during the the 3rd inflation. The bdc was removed from the anatomy intact. The procedure was completed with stenting the lesion. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.